Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she often had bent needles after insertion. The customer also reported that she had seen blood under the sensor pad. The customer also requested assistance with calibration errors. Blood glucose level at the time of the incident was 282 mg/dl. The customer will not return the device for analysis.